Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a routine follow-up. Upon review, the right ventricular lead pacing impedance increased. The physician elected to monitor patient as the increase appeared to have plateaued. The patient was stable.